Event description:
It was reported that the ventricular output on the external pulse generator was out of specification. When connecting to the ventricular channel at 20 milliamperes (ma) the measured value was 6.5ma and at 10ma it measured at 3.2ma. It was noted that the atrial outputs were correct. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the ventricular output on the external pulse generator was out of specification. When connecting to the ventricular channel at 20 milliamperes (ma) the measured value was 6.5ma and at 10ma it measured at 3.2ma. It was noted that the atrial outputs were correct. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the ventricular output was out of specification, the heart lead flex was out of specification. Analysis also found that the lower case, one side bail cover and the battery drawer were broken and the knobs were contaminated. (B)(4).

Manufacturer narrative:
Further analysis was then performed on the heart lead flex. This analysis confirmed that a diode component failure caused the out of specification ventricular output.